Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported the implantable neurostimulator (ins) was implanted very close to the skin. The patient had however lost weight and it "jutted out". The patient was afraid that when she slept and rolled, she was going to roll it "right around". The patient had reportedly woken up with "really bad" pain sometimes and had to "reposition" the device. It was noted that the patient woke up screaming and her husband had to flip the ins back. The patient was concerned she would flip it "right out of her body". The patient indicated that she wasn't wearing "tight dresses" but it stuck out and was hurting. The patient had reportedly discussed the issue with her healthcare provider (hcp) the year prior, who was willing to take it out, but the patient declined because she did not want to go through surgery at that time. The patient thought it was the same device pocket as their previous device. The patient had an appointment scheduled with her hcp on (B)(6) 2016. The patient was indicated for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.